Event description:
In a pt with bimalleolar fracture of ankle, 4.5 cannulated screws were used to repair fracture. The guide wire broke while using the drill resulting in retained foreign body in bone. Rptr feels the anodized pins are too weak and break easily. Four cases reported. Surgeries done by different physicians. Second event occurred on 8/9/93. Pt is a 39-yr-old male. Rptr used 4.5 mm cannulated screw and the drill broke off the guide wire. Third event occurred on 9/23/93. Pt is a 56-yr-old female. Rptr used 4.5 mm cannulated screws to fix thumb fusion and drill broke off part of guide wire in bone. Fourth event occurred on 11/30/93. Pt is a 63-yr-old female. Rptr was using the 4.5 cannulated screw system and the drill went through the wire. Surgeon had to spend about 45 mins removing the broken guide wire. (*)